Event description:
Patient experienced palpitations, chest discomfort lead integrity alert {lia) for noise. X-ray confirmed loose connector pin. Revision performed lead remains in use (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).